Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2021-00410. A physician reported a certas valve was implanted in a (B)(6) year-old male patient via ventricular peritoneal shunt on (B)(6) 2021 with setting 3. The valve was used with ns0340 (lot:5513228). The patient had a headache and due to suspicion of shunt system obstruction, MRI examination was performed on (B)(6) 2021 which confirmed ventricular enlargement. Ventricular drainage was performed on (B)(6) 2021 and the valve and the catheter were removed and replaced on (B)(6) 2021.

Manufacturer narrative:
The bactiseal catheter was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, needle holes in the needle chamber were noted. The valve was hydrated. The catheters were irrigated, no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter, at the time of investigation the no occlusion issues were noted with the catheter.

Event description:
N/a.